Event description:
It was reported that suture placement using the proglide device was successful in the right common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was 6f and the vessel was heavily calcified and heavily tortuous. After the index procedure, the knot was being tightened with the knot pusher, but hemostasis was not achieved. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training of using the proglide device. No additional information with provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.